Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. Device usage data confirmed what the field had reported; a large number of high voltage charges had been recorded due to the patients intrinsic rhythm. No anomaly was detected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with onset of an electrical storm. The implantable cardioverter defibrillator provided appropriate continuous high voltage shocks which resulted in premature battery depletion. The device was explanted and replaced. The patient was stable.